Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012. The patient underwent revision surgery on (B)(6) 2012, during which the device was explanted and the patient was reimplanted with another device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.